Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a sample for accutni and obtained a result of 0.22ng/ml and upon repeat, it gave results of 2.32 and 8.48ng/ml. The high accutni results were believed to be true for the patient. The erroneous result was not reported outside of the laboratory. There was no report of affect to patient or user connected or attributed to this event.

Manufacturer narrative:
Customer centrifuges, filters, and re-spins samples prior to analysis. Qc had been resulting "ok" but one level of qc had been erratic. System check performed after the event failed. Customer contacted cts (customer technical service) due to receiving instrument errors. Cts performed troubleshooting with the customer on (B)(6) 2009. A field service engineer (fse) performed troubleshooting with the customer on the phone. Fse reviewed the precision valve issues and repairs. The system check performed resulted within specifications. Fse noted that customer was having some qc issues but an applications specialist was to follow-up. Customer was contacted for follow-up on (B)(6) 2009 and stated that there were no further issues. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.